Event description:
The customer stated error code 1007, unable to process test, activated read failure was occurring at a high frequency on the architect i2000sr analyzer. The issue was resolved after the reaction vessel lot was changed. No impact to patient management was reported.

Event description:
A foley catheter was being removed from a patient. When the balloon was about to come out, the nurse reported that the patient experienced pain and the nurse reported resistance when removing the catheter. She did not continue with the removal of the catheter. A urologist was called in to remove the catheter. The urologist removed the catheter by pulling it out. It was reported that the patient experienced pain and bleeding.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.